Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that an iw910jeu mobile infant warmer appeared to have been damaged as a result of cleaning agents, with cracks and fading apparent. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for inspection. We will submit a follow-up report following receipt of the device and subsequent evaluation and investigation.